Manufacturer narrative:
06-oct-2017 product investigation results: reporter returned an unspecified number of toothbrush heads on 15-sep-2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Piece off the top of the brush head broke off in mouth / came off in mouth, it was something like a circle like the top of the brush / fall off in mouth [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone on 05-sep-2017 that a piece off of the top of an oral-b power oral care refills cross action power 3742 brush set broke off in his/her mouth. The consumer elaborated that he/she was brushing with an oral-b rechargeable toothbrush, version unknown, and he/she saw the top had come off in his/her mouth; it was something like a circle, like the top of the brush. The consumer asserted that the brush head was not old at all, as he/she just opened the box a few months ago. The consumer noted that he/she was brushing normal when it fell off in his/her mouth. This was not the first time the consumer had used these particular brush heads. No symptoms developed. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Piece off the top of the brush head broke off in mouth / came off in mouth, it was something like a circle like the top of the brush / fall off in mouth [device breakage]; no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone on (B)(6) 2017 that a piece off of the top of an oral-b power oral care refills cross action power 3742 brush set broke off in his/her mouth. The consumer elaborated that he/she was brushing with an oral-b rechargeable toothbrush, version unknown, and he/she saw the top had come off in his/her mouth; it was something like a circle, like the top of the brush. The consumer asserted that the brush head was not old at all, as he/she just opened the box a few months ago. The consumer noted that he/she was brushing normal when it fell off in his/her mouth. This was not the first time the consumer had used these particular brush heads. No symptoms developed. No further information was provided.